Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Multiple counting of tall t-waves contributed to the false detection. The pt was reported to be at home at the time of the event. The pt was sleeping and was treated upon awakening. The response buttons were not pressed during the entire event. It was reported hat the pt had blisters as a result of the defibrillation shock.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt ended use following the defibrillation event. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4), 07/2013 - reuse. Electrode belt (B)(4), 04/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).